Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient had been hospitalised with diabetic ketoacidosis (dka),; blood glucose 587 mg/dl. The patient was treated with insulin via injection, IV fluids and iiv glucose. During troubleshooting, it was noted that the battery compartment of the pump was cracked. This complaint is being reported as the crack has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment, and because the patient experienced dka

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/14/2017 with the following findings: battery compartment crack at the threads to the left of the bumper & below the bumper traveling toward the case seal.. Current tdd history matches basal & bolus history and basal history adds up correctly to the basal segment programmed by the user except for (B)(6) 2017. On 12:25 (B)(6) 2017, a pump not primed alarm was given and basal deliveries were not resumed..the pump was put on a basal program of at least 1u/hr for 24 hours during the investigation; pump history indicates the tdd was recorded accurately. The pump was tested for flow accuracy and was found to be within specifications. Display is dim/fading (pink). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.